Event description:
It has been reported to the company that the shaft of the catheter near the tip area kinked then separated while attempting to be removed from the introducer sheath. The physician inserted the guide catheter through the 8f introducer sheath and advanced it forward. The physician torqued the guide catheter and the guide catheter kinked, the physician attempted to remove the guide catheter and the distal segment of the guide catheter separated and became lodged inside the introducer sheath. The guide catheter and introducer sheath are successfully removed from the patient. The patient is reported to be fine.